Event description:
It was reported that the charging cable for tandem was damaged and the charging supplies were not functional. There was no adverse impact to the customer¿s blood glucose level. The customer was using a third-party charging cord temporarily, and technical support arranged to replace the damaged charging supplies with a two-day shipping service.